Manufacturer narrative:
The customer reported that the device failed to power up via battery power. The device was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported that the device failed to power up via battery power.